Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two (2) erroneously low glucose (glum) patient results, which were generated by unicel dxc 600 pro chemistry analyzer. Customer has been running glum in duplicate runs (critical rerun). The critical run and a third run were performed on different instrument which yielded equivalent higher results and which were reported. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
Qc is run daily and the results were within the established limits. Customer did not initiate or request a service call in regards to this event. A clear root cause for this event can not be determined.